Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank and not viewable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.